Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment that the cable was not working, it passed all visual incoming inspections with no anomalies found, and on the bench test the continuity tested ok and no intermittent connection was found when the cable was bent or manipulated. Additionally the connections were not shorting out between themselves. (B)(4).

Event description:
It was reported that the testing cable did not work, that it was unable to stimulate the ventricle. The cable was returned for service or evaluation. No patient complications have been reported as a result of this event.